Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high and undefined pacing impedance. There was also noise present on the right ventricular channel. The lead was disconnected from the device and tested with an analyzer and all measurements were okay. The lead was then reconnected to the device and the lead pacing impedance was within range and stable. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.